Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k021819.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the onetouch ultrasmart meter is giving inaccurate high reading of "14.8 mmol/l" (266 mg/dl) compared to normal reading/feeling. The patient manages her diabetes with self adjusting insulin per the lfs meter readings. Reportedly, the patient tested at "14.8 mmol/l" on (B)(6) 2011 and 5 units of humalog insulin accordingly. Subsequently at a later time, the patient felt low and retested at "2.1 mmol/l" (37.8 mg/dl). The patient administered self treatment with food/drink. During troubleshooting, the patient noted that the unit of measurement was set correctly. This complaint is being reported because the patient claimed she had a hypoglycemic episode after she told insulin based on the lfs meter reading.